Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the piece was missing at the reservoir opening. The customer's blood glucose value was unknown. The customer was reported that the insulin pump had battery life diminished, difficult to read the screen, had grinding noise different from usual, rewinding was slower than normal. The insulin pump will not be returned for analysis.